Manufacturer narrative:
Continuation of medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-apr-02, additional information was received from the healthcare professional (hcp). It reported the cause of the catheter revision and signs of spasticity were, "end of pump battery life, spastic paraparesis in b/l le". The reason for the pump replacement was "end of pump battery life".

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-jun-2015, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 20-aug-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2019, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving baclofen (1,000 mcg/ml, 119.9 mcg/day) via an implantable pump for intractable spasticity a spinal cord injury/spinal cord disease. Information received reported the patient showed signs of spasticity following a pump replacement on (B)(6) 2019. A catheter revision occurred on (B)(6) 2019. The catheters remain in use. No further issues at this time.